Manufacturer narrative:
The referenced previous stroke on (B)(6) 2017 was reported under medwatch MFR report # 2916596-2017-02375. (B)(4). Approximate age of device - 1 year and 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was previously reported that the patient had an ischemic stroke on (B)(6) 2017. The patient was hospitalized for less than 24 hours for that event. On (B)(6) 2017, the patient awoke with confusion and difficulty speaking and immediately went to their local hospital. A head CT revealed an acute/subacute left parietal-temporal lobe infarction. The patient was transported to the implanting center. It was reported that upon admission the patient had expressive and receptive aphasia. At the time of the event, the patient was taking aspirin, warfarin and persantine and their inr and prothrombin time were therapeutic. On (B)(6) 2017, the customer reported that because the patient had two ischemic cerebral vascular accidents within a few days of each other, the physicians suspected clots may be coming from the pump despite normal pump function and parameters, normal lactate dehydrogenase (ldh) laboratory values, a negative CT angiogram of the device, and consistently therapeutic anticoagulation. Log file analysis completed by the manufacturers technical services representative revealed the pump appeared to be operating within set pump parameters as intended. No additional information was provided.

Manufacturer narrative:
The referenced previous stroke was reported under medwatch MFR report #2916596-2017-02375.

Event description:
It was reported that at the time of both strokes, the patient was therapeutic on coumadin, aspirin and plavix. After the occurrence of the stroke on (B)(6) 2017 the patient was placed on heparin, which was discontinued on (B)(6) 2017. On (B)(6) 2017 the patient was discharged to rehab hospital, and discharged from rehab hospital on (B)(6) 2017; both with residual effects.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported ischemic stroke and suspected pump thrombosis could not be conclusively determined. An analysis of the submitted log file found no notable trends in pump parameters. The pump speed remained above the low speed limit for the duration of the file and the system appeared to function as intended. The patient remains ongoing on pump support and no further issues have been reported at this time. The instructions for use lists stroke, neurologic dysfunction, peripheral thromboembolic events and thrombus as potential adverse events associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.